Event description:
It was reported via repair work order that the siderail will not lock when raised up due to a damaged spindle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.